Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that immediately after inserting the intro-aortic balloon (iab) in a patient with vsp (ventricular septal perforation), a fiber optic sensor failure occurred. The arterial pressure information was obtained from the wire lumen via the transducer and treatment was started. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The sideport from this sheath was cut and not returned. Two catheter tubing kinks were observed near the y-fitting at approximately 73.2cm & 69.3cm form the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. An optical fault locator was used to detect any breaks along the length of the optical fiber. No breaks were detected. The reported alarm and difficulty monitoring pressure were most likely caused by the sensor failure. However, we are unable to determine how this failure may have occurred and has been escalated to the respective supplier in order to determine a root cause. The evaluation confirmed the reported failure. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).